Manufacturer narrative:
Manufactured november 5, 2015 ¿ november 6, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a large volume intermate. The pump was infused with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information was available.